Event description:
It was reported that there was an invalid therapy application message and a communication failure message with codes 137da29 or 5afd04b1. This issue occurred after programming the ins with new setting prior to implant. It was stated that the communicator stopped working during interrogation. The interrogation process reportedly loaded to approximately 77% before failing. The ins was turned on after implant, and the patient felt fine however the device could not be interrogated anymore. Troubleshooting steps included attempting a reset twice, which did not resolve the issue.multiple programmers were used, however the ins could not be interrogated. The ins was explanted and replaced and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins had shown that the issue was traced to the ins software/firmware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.